Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
During servicing of an optia machine, the terumo bct service technician reported that the return line air detector (rlad) was not working properly. Further information regarding the event is not available at this time. It is not known at this time if a patient was involved at the time of the rlad issue.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the run data file (rdf) was analyzed for this event. Based on the rdf analysis the machine alarmed as intended; the reported problem resulted in a fail safe condition. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Investigation is in process. A follow-up report will provided.

Manufacturer narrative:
This report is being filed to provide additional information. Also to correct incident date. Investigation: a one year review of the device service history did not reveal any reports related to this reported incident. An internal report indicates no further related issues have been reported for this device. The service representative was able to confirm the reported alarm. The return line air detector (rlad) was replaced proactively. A functional test was performed to verify the system was operational after repair. The rlad part was returned for evaluation. There was no problem found with the rlad. Root cause: the root cause of this failure was undetermined. Correction: the device failed safe with an alarm.

Event description:
Due to (B)(6) personal data protection laws, the patient information is not available from thecustomer.